Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit passed the test cut; however, the bottom roll and gear were worn and the unit was out of calibration. The bottom roll, gear, shoulder bolts used for calibration were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00650-1; 0001526350-2023-00651-1; 0001526350-2023-00652-1; 0001526350-2023-00653-1.

Event description:
There is no additional information available.

Event description:
It was reported that the carrier failed to advance. The mesher itself does not advance. The event did not occur during surgery. There was no patient involvement. Due diligence is complete. No further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00650, 0001526350-2023-00651, 0001526350-2023-00652, 0001526350-2023-00653.